Event description:
It was reported that there was an incident during a surgical procedure and the devices were explanted. The surgery was terminated. Further details have been requested.

Manufacturer narrative:
(B)(4).